Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use aspiration needle would not slide back into its sheath during a transbronchial needle aspiration procedure. There were no reports of patient harm.